Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a non-tortuous, moderately calcified anterior tibial artery. A 2.0mm x 60mm x 150cm coyote balloon catheter was advanced for dilation. During first inflation, the balloon ruptured before reaching the rated burst pressure (rbp). The procedure was completed with a different device. There were no complications for the patient as a result of this event.